Event description:
Caller reported that the cartridge was not fitting properly on the pump, due to the pneumatic tap not aligning with the cartridge opening. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer was instructed to remove the case from the pump, inspect the pneumatic tap area, and clean it with an alcohol wipe or lint-free cloth. It was identified that the cartridge o-ring was not in place, so the cartridges were replaced.